Event description:
A malfunction with code malf 0 was reported. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections as a backup therapy.